Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's relative reported via phone call that the customer was hospitalized on (B)(6) 2017 due to high blood glucose and pneumonia. Patient's blood glucose at time of incident was 400 mg/dl. Patient's current blood glucose was 194 mg/dl. The customer was wearing the pump at time of hospitalization. The customer was still at the hospital at the time of the call. The insulin pump will not be returned for analysis.